Event description:
It was reported to fresenius that a dialyzer blood leak occurred approximately 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed within the drain line. The fibers within the dialyzer also appeared "not normal." The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. The staff believed the machine was not triggered as the patient was running on an ultrafiltration (uf) treatment. However blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no visible defect or damage noted to dialyzer prior to use and the machine completed safety checks prior to treatment initiation. The machine remained out of service at the time of follow-up and had not undergone testing following the blood leak event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred approximately 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed within the drain line. The fibers within the dialyzer also appeared "not normal." The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. The staff believed the machine was not triggered as the patient was running on an ultrafiltration (uf) treatment. However blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no visible defect or damage noted to dialyzer prior to use and the machine completed safety checks prior to treatment initiation. The machine remained out of service at the time of follow-up and had not undergone testing following the blood leak event.